Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd. Unable the displacement due to cracked bleeding lcd.

Event description:
The customer reported via phone call that the on the face of the insulin pump its dark, did not see any numbers and its not giving her insulin. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.